Event description:
It was reported that the device power cycles on its own. There was no patient involvement when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer claimed that the device could not be powered off. The remote service engineer (rse) reported that troubleshooting could not be performed, since it would not turn on. The biomed claimed it was brought down from respiratory and the device was alarming. It was reported that the device could not turn off and caused damage to the on/off button. The device just stopped alarming after a period of time. The biomed then reported that the device could not be powered on, and there were no leds illuminating. Biomed requested onsite service, and would also order a battery, to have the device available during the onsite visit. The rse recommended testing the ac voltage that is connected to the power supply and ensure there was 24 dc volts coming out of the power supply that is connected the pm pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
During evaluation on the device. The service engineer (se) reported that the device was dead on arrival. It was then noted that the user interface had been ripped off in order to prevent the device from powering on. The se reported that the user interface was disassembled and replaced the damaged part with a customer supplied part. It was then noted that the power cord was nonfunctional; the customer had supplied a replacement and it was installed, but the device would still not power up. The se replaced the power management pcba and tested the device. The se downloaded and reviewed the event log of the ventilator and found no significant error codes were observed. The se saved the event log as an attachment to the service work order. The system meets the specification for the performed service and is returned to use.